Event description:
Per the clinic, the internal device had migrated leading to skin breakdown and exposure of the receiver-stimulator. The device was subsequently explanted on (B)(6) 2025 and there are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.